Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical services manager reported a lens that was removed due to a posterior capsular tear during an intraocular lens (iol) implant procedure.